Manufacturer narrative:
The lot number is unknown. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Customer reported that the suction does not work, the of-b120 valve gets stuck, difficult to remove from the scope, adequate lubrication done, but suction gets stuck and impossible to get it out. As a result, the gastroscope had to be removed from the patient and a new one was used for the case. Description of any actions taken: lubrification is done 3 times a week, wall suction is okay. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
Based on the reported events and interviews with pentax america inc, it was determined that there was a high possibility that the pre-use inspection was not properly conducted because it was an introduction trial at the facility, and that there was an abnormality in operation before use. (Insufficient information about the event, and the suction button used could not be identified, so the cause of the problem was presumed.)" Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.